Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related incident.

Event description:
Patient presented for knee revision surgery due to leg length being too long.